Event description:
It was reported that the patient experienced ineffective therapy and was unable to enter MRI mode. Diagnostics revealed high impedances on a lead. Additionally, the patient's ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.